Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
Reference MDR #1219856-2012-00165 for the first event involving the same pt. It was reported that the intra-aortic balloon (iab) was inserted to support a procedure in the cath lab. Due to the pt's size (6' 4"), the decision was made to utilize the (B)(4). The md attempted to insert the other sheath/dilator from the kit (without the sidearm) and had the same outcome with the tip of the sheath crumpled/flared/peeled back over the correct spring wire guide (swg) included in the kit. As a result, the second sheath was removed. A terumo (competitor) 11 f sheath was inserted without difficulty over the same original swg through the same insertion site successfully. Complications were noted as after the insertion of the iab there was minimal oozing initially coming from around the outside of the sheath/tissue junction. There was no report of pt death or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted, however, it would have to include the time to do the sheath exchanges. The outcome of the pt is the procedure was completed successfully.